Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit made various actions without any order, mainly on pedal/mango.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Details regarding a visual inspection were not provided. The investigation found that the different working modes of the unit are checked, both by hand activation and by foot pedal, observing that it delivers power correctly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the unit made various actions without any order, mainly on pedal or handpiece. They used a new generator with the same pedal and it worked successfully. There was no patient involvement.